Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a "replace transmitter" alert, and experienced intermittent loss of connection between the transmitter and pump. Reportedly, the transmitter had been in use less than 3 months. No additional patient information was available. A root cause could not be determined. Reportedly, the customer replaced the transmitter.